Event description:
It was reported that the patient experienced pain in the shoulder area. A chest x-ray confirmed a pneumothorax. The patient was treated with oxygen therapy and accelerated absorption of pneumothorax. The atrial lead remained implanted. The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.